Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to turn up the scs system stimulation amplitude. A company representative met with the patient for programming, an impedance check was performed and all of the lead contacts on the cervical lead had high impedance. Follow up identified surgical intervention was taken and the patient's scs cervical lead was replaced.

Event description:
Follow up information received identified the patient's stimulation therapy has been restored. The reported issue has been resolved.